Manufacturer narrative:
The device was not returned for evaluation. The ECG data from the event was returned. The reset was observed in the ECG data supplied. However, the data file review cannot determine the root cause of the event. Further information obtained from the customer indicated that a huawei e355, 3g wifi usb internet dongle was connected to the device at the time of the event. This modem is not an approved device. Although we were not able to confirm that the event may have been the result of using an unapproved device during clinical use, a system reset by itself does not necessarily present a risk as the device will quickly and automatically reboot itself to it's last status. The instructions for use do indicate that a usb port should not be used during clinical use and if they are only approved devices should be attached. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2018-01481 for a similar report from the same customer.